Event description:
It was reported that the patient's auditory performance had deteriorated. As per information received on february 11, 2015, the patient underwent revision surgery under general anaesthesia, during which the electrode array was re-inserted into the cochlea. It was reported that the patient was successfully fitted after the revision surgery.

Manufacturer narrative:
(B)(4). Based on complaint information the root cause for the reported problem was an partial extrusion of the electrode array involving electrode channels 11 and 12. After a reinsertion surgery under general anesthesia, the patient doing fine again. If and when further relevant information will be received in future, the complaint will be reopened. This is a initial and final report.